Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported developing a staphylococcus infection that went "blood borne". The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A request for additional information was made and received. The patient's skin cultures were positive for staphylococcus and the blood cultures were positive for hafnia alvei which was thought to have originated from phlebitis associated with a peripheral intravenous site.